Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Lot: 223438.

Event description:
It was reported that the patient experienced numbness in the legs a day after the spinal cord stimulation paddle lead implant procedure. The patient was advised to go to the hospital immediately, however, the patient went the following day and then underwent a procedure where the paddle lead and implantable pulse generator (ipg) were explanted. Following the procedure, the patient experienced paralysis and did not regain feeling in the legs. The patient will be admitted for postoperative neurological rehabilitation. There were no reported complications during the implant procedure, however, the physician assessed the event was procedure related as a hematoma developed under the paddle lead after it had initially been placed. There were no issues with the ipg. The devices will not be returned as they were discarded by the medical facility.